Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced and forwarded to the manufacturer's product investigation laboratory. The board failed testing for an oxygen flow sensor failure on the oxygen blending module board.